Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported to philips that the device displayed a therapy delivery test error when the operational check test was performed. There was no reported patient involvement.

Event description:
It was reported to philips that the device displayed a therapy delivery test error when the operational check test was performed. There was no reported patient involvement. The returned therapy pca was tested and the reported issue was able to be duplicated. The therapy pca was placed on the xl+ test fixture, and was turned on while the xl+ therapy knob was set to monitor. The unit powered up normally but displayed inop message ¿therapy disabled ¿ run op check¿.